Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy duodopa ambulatory infusion pump was returned for analysis in used condition. The investigation found that the pump passed all tests and was operating properly. Based on the investigation, the complaint allegation was not confirmed

Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump was not working. Per reporter, no further information was provided regarding the issue. No adverse effects were reported.